Event description:
It was reported that the pump battery was depleting quickly, leading to the pump shutting off. The customer's blood glucose level was "high"; specific value not provided. The customer administered a manual injection of insulin to address the elevated bg and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.